Manufacturer narrative:
Device not returned to bme.

Event description:
Patient underwent hammer-toe correction procedure, date unknown. It was revealed at a later date (unknown) that implant had broken. Patient will require revision surgery. If additional information pertinent to this incident is obtained, a supplemental report will be submitted.